Manufacturer narrative:
Initial investigations of the provided patient sample were able to reproduce the results obtained at the customer site. Further investigations of the sample determined that it does not contain any interfering factors against the streptavidin or ruthenium components of the estradiol reagent. The differences between the results of different assays are likely based on methodological differences. Due to the various standardization methods available, different assay setups, and compositions like the usage of different antibodies, it is possible to receive different results when using another manufacturer's test. Erroneous test results may be obtained from samples taken from patients who have been exposed to vaccines containing rabbit serum or when keeping rabbits as pet animals. Due to the risk of cross-reactivity, this assay should not be used when monitoring estradiol levels in patients being treated with fulvestrant. Steroid drugs may interfere with this test. The investigation could not identify a product problem. A general reagent issue is excluded based on provided quality validation data within expectations.

Manufacturer narrative:
A sample from the patient was provided for investigation. The investigation is ongoing.

Event description:
The initial reporter questioned results for two samples collected from the same patient and tested with elecsys estradiol iii on a cobas 6000 e601 module. The first sample was tested on the e601 analyzer, resulting in an estradiol value of 866.5 pmol/l. The first sample was repeated on the e601 analyzer on (B)(6) 2023, resulting in a value of 959.2 pmol/l. When tested on a siemens atellica im 1600 system on (B)(6) 2023, the estradiol result was 150.91 pmol/l. When this sample was tested on the e801 analyzer on (B)(6) 2023, the estradiol result was 986 pmol/l. The sample was also tested on an immulite 2000xpi system on (B)(6) 2023, resulting in an estradiol value of 293.20 pmol/l. The second sample was tested on a siemens atellica im 1600 on (B)(6) 2023, resulting in an estradiol value of 107.79 pmol/l. On (B)(6) 2023, this second sample was tested using the e601 analyzer, resulting in an estradiol value of 575.2 pmol/l.